Manufacturer narrative:
For field g3 of the initial MDR, the bsc aware date should have been 05/31/2023.

Event description:
It was reported that the patient was experiencing inadequate stimulation despite reprogramming. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads were discarded by the medical facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: 7078618, batch: 7078618.

Event description:
It was reported that the patient was experiencing inadequate stimulation despite reprogramming. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads were discarded by the medical facility.